Event description:
It was reported that the patient presented via a merlin.net transmission showing the device was post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were made. There were no reported patient conditions.